Event description:
It was reported that the shaft of the fenestrated bipolar forceps instrument was frayed. No pieces of the instrument fell inside of the pt. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a section of the instrument main tube with scraping, three inches from the wrist. It was determined that this failure mode is consistent with the use of a potentially defective cannula accessory which may remove material from the instrument during use. The site will be contacted to return their cannula accessories for evaluation. If the cannula are found to be defective, additional mdrs will be submitted.